Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple pause episodes due to undersensing were observed. The patient was stable and will continue to be monitored.

Event description:
New information received notes that programming changes were made and resolved the issue. The patient was stable.